Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery, a 38 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. During the procedure, the stent strut was damaged. The procedure was completed. There were no patient complications reported and the patient was stable.